Event description:
In 2002, rt superior labrum and posterior lesion; q pain pump used after surgery into glenohumeral and subacromial joint spaces. Medications was 300 cc of 0.5% marcaine with epinephrine. In 2004, rt anterior-inferior instability, biceps degeneration; on-q pain pump with 2% lidocaine with epinephrine, 270 cc for post op. There was no damage to the articular cartilage. In 2005, enhanced CT/ mr arthrogram right shoulder; high grade loss of the hyaline cartilage in the upper half of the glenoid. Dose or amount: 300 cc 1:200,000. Route: 014. Dates of use: #1 2002, #2 2004. Diagnosis or reason for use: #1 right superior labrum. #2 right anterior-inferior insta.